Event description:
It was reported that posterior capsule rupture occurred upon insertion of an (B)(4) into the pt's right eye, using an ez-28b inserter. Another lens was implanted with no problem. According to the surgeon the most likely cause of the event was pt's posterior capsular weakness. No add'l info has been provided. Please ref MDR # 1119279-2012-00097 for the intraocular lens.

Manufacturer narrative:
The delivery device was not returned to b+l for eval; therefore, product eval could not be conducted. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.